Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that there was severe resistance when advancing the burr and rotawire and before reaching the lesion. Then, the physician attempted to remove the devices; however, it was further noted that the burr and rotawire became trapped and could not be removed. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together with the returned rotawire in the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. The rotawire was removed with some resistance due to the kinked wire. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that there was severe resistance when advancing the burr and rotawire and before reaching the lesion. Then, the physician attempted to remove the devices; however, it was further noted that the burr and rotawire became trapped and could not be removed. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.